Manufacturer narrative:
Device has been requested for evaluation. If, and when device is received and an evaluation has been performed, a follow-up medwatch will be filed.

Event description:
The facility representative reported a pump observed that overinfused and did not record the event in the history. This event occurred during pt use. No pt injury or medical intervention was reported. No add'l info is available.